Event description:
This is report 2 of 4 involved in this peritonitis event. It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. Therapies were ongoing. As a result of the peritonitis, the patient experienced diarrhea and stomach issues. The patient was not hospitalized for the peritonitis and the cause of the event was unknown. The patient was treated with unspecified prophylactic antibiotics for the peritonitis. On a later date, the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number 12k14h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.